Manufacturer narrative:
Field assurance received a (B)(4) report from FDA that states, "one of two events. Pt had been cultured for (B)(6). The pt had previously been thought to have a suture granuloma. The dissection took surgeon down to a large retained block of bioglue. This was troubling as bioglue has been promoted as a substance that will be reabsorbed over the course of several months. Obviously it did not take place in this case and was the source of the granuloma." A review of the lot 10mut064 indicates that the lot was manufactured according to all manufacturing specifications. Attempts to obtain additional information from the hospital did not yield any additional information. However, a letter was sent to the hospital which included excerpts from the IFU that indicate that reabsorption of bioglue is slow to resorb and is dependent on the quantity of adhesive applied. In addition, the letter also noted that this use of bioglue is not an approved indication for use. An emphasis was placed on the approved indications for use. Discussions with marketing revealed that the cryolife representative for this hospital had not presented any materials to this surgeon and contact with this surgeon only occurred after this event was reported to him. When questioned about absorption of bioglue, this representative told the hospital that bioglue is broken down by proteolysis and depends on the amount of bioglue applied. In addition, marketing provided approved marketing materials that address degradation to field assurance. This material does not include any timeline for degradation. When presented with questions from surgeons regarding degradation of bioglue, field staff are instructed to refer to the instructions for use and indicate that reabsorption is dependent on quantity of application and the site of application. No further action is required at this time.

Event description:
According to the report, the user facility indicated that a patient had been cultured for coagulase - negative. The physician thought the patient had a suture granuloma and decided to reoperate. At reoperation the surgeon noted a large retained block of bioglue. The facility indicated that they were informed that bioglue would reabsorb over the course of several months. The facility indicated that it is their belief that bioglue was the source of the granuloma.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.